Event description:
The service report shows the customer reported that the 840 ventilator sopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and upgraded the software. The unit passed extended self testing.